Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously high white blood count (wbc) and low nucleated red blood count (nrbc) results on a newborn infant three (3) times over a three (3) day period that were generated by the unicel dxh 800 coulter cellular analysis system. The erroneous results were reported out of the laboratory on the first two day's results. A manual smear was reviewed on (B)(6) 2010, producing significantly lower wbc results and higher nrbc results. Very large nrbc cells were seen on the manually prepared slide. A corrected report was issued. The results for the first day ((B)(6) 2010) and the manual smear results were provided by the customer. There was no death to the patient; however, the patient was administered antibiotics due to the false results. The following reports are also linked to this event to document the erroneous results obtained on (B)(6) 2010, respectively: 1061932-2010-00331 and 1061932-2010-00332

Manufacturer narrative:
Controls were run before and after this event. The instrument is currently within qc specifications with respect to controls (accuracy) and reproducibility (precision). Per the customer, raw data analysis revealed that wbc correction was performed using debris as detected. The nrbc module also detected the same interference to the wbc count. A field service engineer (fse) was dispatched for this event and performed alignments as needed for background issues and verified the instrument operation. Per bci labeling, nrbc's are a known interfering substance for wbc parameter.